Event description:
It was reported that during testing the ventilator did not ventilate and was blowing air out the inlet instead of the outlet with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.